Event description:
It was reported that the patient line of the homechoice cassette was unable to disconnect from a minicap extended life pd transfer set. This occurred after treatment of peritoneal dialysis therapy. It was further reported that ¿the patient ended up cutting the patient line". The patient was given prophylactic antibiotics as precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.